Event description:
Broken adaptor and bolt in tc3 femoral component. Doi: (B)(6) 2013, dor: (B)(6) 2022, right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Available xray evidence was reviewed and breakage allegation of the adapter bolt was confirmed. Based on the xray images it is evident that collar and body junction was broken. Considering xray image angle, it can be determined that threaded portion of the adapter bolt was sheared off along with adapter's body when breakage occurs and it remained threaded to adapter's internal thread. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received indicated the following: was there a surgical delay? What was the duration of the delay? No delay. It was mentioned that" they did an x-ray and it showed the patient fractured and saw that the adaptor and bolt was broken." Did the x-ray's show a bone fracture, or did the fracture previously mentioned pertain to the implant? Bone fracture.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.